Event description:
It was reported that a patient's tooth number 8 was confirmed for tipping by the team senior for possible manufacturing error. The patient submitted an aligner evaluation for dual refinement due to resting completed for tipping on #8.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.